Event description:
It was reported that the patient had a urinary tract infection (uti) three different times since she had been seeing the physician assistant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03rpz, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).